Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) displayed a tcmid:04 (ce response timeout) error message" was confirmed during the functional testing and based on the review of the event log. The root cause for the reported tcmid:04 error message was a defective lm34 temperature sensor, likely due to the aging of the device. The thermogard xp ivtm system was manufactured in 2013 and is eight years old, well past the expected service life of 5 years. However, user mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since the customer acquired the device. Performing regular preventive maintenance would help identify and prevent system failure. Upon visual inspection, unrelated to the reported complaint, noticed a broken saline bag hook, cracks on the top cover and pump lid. The observed physical damages are appeared to be the characteristics of user mishandling. The damaged parts need to be replaced to address the observed physical damages. The thermogard xp ivtm system failed functional testing due to the tcmid:04 error message displayed upon powering on. The event log review showed multiple tcmid:04 error messages and, unrelated to the reported complaint, noticed multiple tcmid:10 (ce reset) error messages on and around the reported event date. The lm34 temperature sensor needs to be replaced to address both the tcmid:04 and tcmid:10 error messages. Upon further testing, unrelated to the reported complaint, observed that the display head battery was over five years old, and the firmware's software version was old. The display head battery needs to be replaced, and the firmware's software version needs to be updated to a current version. Awaiting customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During setup for ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed a tcmid:04 (ce response timeout) error message. Following this, another thermogard console was used to initiate and complete the ivtm therapy successfully. No consequences or impact to the patient.